Event description:
Recycled stryker disposable o2 probe reading 100% on beside monitor, patient with ams, o2 sats rechecked with nellcor portable pulse ox and o2 sats 80-81%. Patient twitching and confused. O2 sats 100% (with perfect waveform) on ge bedside monitor via recycled stryker o2 probe. Nellcor portable pulse ox checked on other hand and o2 sats 80-81% with perfect waveform, then recheck on same finger as recycled probe with the same reading of 80%. FDA safety report ID # (B)(4).